Event description:
Customer reports back to back testing using the same meter with different strip lots while using the aviva system #2 compared to aviva system #1 with results of: hi (>600 mg/dl) to 197 mg/dl; hi (>600 mg/dl) to 134 mg/dl; hi (>600 mg/dl) to 145 mg/dl. Customer did not provide which system produced which results. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in aviva system # 2. (B)(4).